Event description:
During an initial implant procedure, there was no sensing value on the right ventricular lead. The lead was explanted and replaced, and the patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies. The reported event of no sensing was not confirmed.